Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to high blood glucose levels. Customer's blood glucose at the time of the incident ranged from 600 to 1002 mg/dl. Customer stated that the issue was related to her gall bladder and was not diabetes related. Customer also stated that she had gangrene as well. Customer's current blood glucose was 153 mg/dl. Customer stated that she had active insulin in her body from a bolus and did not know why. Customer stated that there were bent cannulas on the infusion set. Customer's blood glucose at the time of the incident was 268 mg/dl. Replacement product is being sent.